Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to constant motor error alarm. Moisture damage was found on electronic assembly. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. (B)(4).

Event description:
Customer reported falling into the pool with her insulin pump. The customer stated there was now moisture exposure to the insulin pump. The customer's blood glucose was 340 mg/dl. She stated she had treated her blood glucose with a manual injection. The customer also reported there was more frequent motor error alarms and battery error alarms since exposing her insulin pump to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.